Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system complaint origin: (B)(6) (trividia health). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained from her meter of 9.5, 9.8, 14.7 and 12.8 mmol/l, and meter to meter comparison results of 14.7 mmol/l using the her meter and 12.9 mmol/l using another device. The customer's expected fasting blood glucose test result range is 6 - 8 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 10.6 mmol/l and 9.9 mmol/l using her meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 05/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = f) internal report #01643017 product not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Complaint origin: australia (trividia health). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved unable to establish contact at this time. Retention testing completed: product no returned, therefore manufacturer completed a retention testing on the test strips lot #mv3031 and all results are acceptable.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained from her meter of 9.5, 9.8, 14.7 and 12.8 mmol/l, and meter to meter comparison results of 14.7 mmol/l using the her meter and 12.9 mmol/l using another device. The customer's expected fasting blood glucose test result range is 6 - 8 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 10.6 mmol/l and 9.9 mmol/l using her meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 05/30/2020 and open vial date is(B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 9.8 mmol/l date: (B)(6) 2019, time: 03:09 am fasting , result 2 : 7.4 mmol/l date: (B)(6) 2019, time: 02:42 am fasting, result 3 : 14.7 mmol/l date: (B)(6) 2019, time: 14:49 pm fasting (12.9 using another device), result 4 : 12.8 mmol/l date: (B)(6) 2019,time: 12:10 pm fasting , result 5 : 9.5 mmol/l date: (B)(6) 2019, time: 05:59 am fasting.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report #(b)(4 product not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Complaint origin: australia (trividia health) note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained from her meter of 9.5, 9.8, 14.7 and 12.8 mmol/l, and meter to meter comparison results of 14.7 mmol/l using the her meter and 12.9 mmol/l using another device. The customer's expected fasting blood glucose test result range is 6 - 8 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 10.6 mmol/l and 9.9 mmol/l using her meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 05/30/2020 and open vial date is (B)(6)2019. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 9.8 mmol/l date: 06/11/2019 time: 03:09 am fasting result 2 : 7.4 mmol/l date: 06/11/2019 time: 02:42 am fasting result 3 : 14.7 mmol/l date: 06/10/2019 time: 14:49 pm fasting (12.9 using another device) result 4 : 12.8 mmol/l date: 06/10/2019 time: 12:10 pm fasting result 5 : 9.5 mmol/l date: 06/10/2019 time: 05:59 am fasting.